Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a baxter employed healthcare professional from (B)(6) of patient made mistake/break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2010, the patient began treatment with dianeal pd2 ultrabag (dose and frequency not reported) (lot numbers 1009002 and 1010066) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient developed peritonitis and was hospitalized the same day. On (B)(6) 2010, the patient was treated with amikacin 125 mg ip loading dose and fortum 500 mg ip continuing daily. The event of peritonitis was resolving. Dianeal therapy was ongoing. The reporter stated the event of peritonitis was unrelated to dianeal. The nurse did not provide an opinion of causality for the event of patient made mistake/break in aseptic technique.